Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
In 2007, the pt underwent the surgery with the g3 long nail. The pt was multiple myelomatosis. The pt fell while walking with the cane and the surgeon found through the x-ray that the nail was broken in the lag screw hole. The pt was revised with a g3 long nail. The surgery was completed without problem (in 2008).